Manufacturer narrative:
Root cause: excessive pressure. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Physician was torquing on the k-wire and it broke, leaving the distal tip in the patient left s1 vertebral body. The physician chose to leave the k-wire in the patient.